Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving a pipeline embolization device, an aneurysm was identified in the internal carotid ophthalmic to clinoid region, characterized by an unruptured and amorphous morphology. Landing zone: distal: 4.8 mm and proximal: 5.0 mm. The device failed to open in the distal part, and moderate vessel tortuosity was noted. More than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed less than or equal to 2 times. There were no additional steps or other devices required to open the pipeline. The pipeline was not positioned in a bend. The pipeline was removed from the patient after the failure to open. There was no medical or surgical intervention needed to prevent a permanent impairment of a function. The event did not lead to or extend patient hospitalization. The angiographic result post-procedure was reported as great. No patient complications have been reported as a result of this event. Ancillary devices include: navien guide catheter, phenom 27 microcatheter, avigo guidewire.

Manufacturer narrative:
H3: product analysis ¿ as found condition: the pipeline flex braid was returned within a primary and secondary shipping box, an open pipeline flex outer carton and inner pouch, and folded gauze. The pipeline flex pusher was not returned. ¿ damage location details: the pipeline flex braid was returned detached from the pusher; therefore, the proximal and distal ends could not be identified. Both ends of the pipeline flex braid were found open, but damaged (frayed). ¿ testing/analysis: none ¿ conclusion: based on the device analysis and reported information, the customer¿s ¿failure/incomplete to open¿ report could not be confirmed as the returned pipeline flex braid was found open. Possible causes of ¿failure/incomplete open¿ include patient vessel tortuosity, damaged braid, or deploying the braid in a vessel bend. It is likely that the braid damage (fraying) contributed to the reported event. However, the cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.